Event description:
Chalazion in right eye requiring antibiotics. Pt later determined that the cause was use of new contact lens cleaner/wetting agent - boston simplus. (Pt has used other boston products for over 30 years). It seems that whatever attacks protein deposits on contact lenses also attacks the eye (lid). About two months after the incident, pt was forced to stop using product when the severity of eye irritation required pt to stop wearing lenses for two weeks. Pt then got a reduction in the lump on eyelid. Ophthalmologist did not make the connection, & pt thought they said they were using new solution to technician.